Event description:
It was reported the insulin pump had cracks on the device. Customer's blood glucose was 262 mg/dl. The device was not dropped or bumped. The cracks were on the devices battery compartment. The drive support cap was normal. Moisture was visible under the screen. No further information reported.

Manufacturer narrative:
Insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked case at lcd window corners and moisture damage on keypad traces noted. No moisture damage noted on electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.